Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an infusion set detachment issue event on (B)(6) 2026. The infusion set adhesive patch and cannula housing detached from the spring prior to insertion during needle guard removal. The patient's blood glucose level was elevated, and a correction was administered through a bolus via the pump. No further information available.